Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: how many clips could not be loaded into an applier properly? Unk. How many clips were not clamped properly? Unk. Please provide the applier product code and lot number? Unk. Please confirm if there is an issue with the applier? The clip could not be loaded into an applier properly. If yes, please create a product complaint and provide the respective reference number(s). Please explain how the clips were loading into the applier? Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading; was the applier checked for damaged (jaws straight and aligned)? Unk. What suture type and size was used? Unk. When the event occurred, was the suture placed near the hinge of the clip? Unk. Were you able to lock the clip closed on the suture? Unk. If yes, after it closed, was the clip holding securely fixed on the suture? Unk. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Unk. Could you kindly perform and document the follow-up attempt for the product return? Unk. Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: the device has been received at (B)(6) and will be shipped. Please check rmao. Traking number is (B)(4).

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture clips were used. During the procedure, when tried out the demo immediately after opening the new product, 12 clips as a demonstration were tried as a result, the clip could not be loaded into an applier properly, and even when it could be loaded, the clip was not clamped properly, so it could be used only 1 clip successfully after all. It was immediately withdrawn because it was a new one. One device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample revealed that the xc200 cartridge was not received, only an opened foil along with one loose clip closed and two clips closed over a suture. The clips are closed as intended over the suture and they can seen fully functional and conforming. The event described could not be confirmed as the clips returned closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although it could not be determine the cause of the reported incident, proper usage of the lapra-ty suture clip is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - how many clips could not be loaded into an applier properly? - how many clips were not clamped properly - please provide the applier product code and lot number? - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). - please explain how the clips were loading into the applier? - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading - was the applier checked for damaged (jaws straight and aligned)? - what suture type and size was used? - when the event occurred, was the suture placed near the hinge of the clip? - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: